Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc) during a left ventricular automatic threshold. No adverse patient effects were reported. This lead remains in service.